Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 480 units of insulin, and accurately displayed an initial fill estimate of over 400 units. However, after approximately 24 hours of use, the insulin gauge displayed 40 units remaining. The customer's blood glucose level was not impacted. The customer performed a routine supply change and received an accurate fill estimate.